Manufacturer narrative:
Complaint conclusion-as reported, a small foreign body is present inside the catheter package of the 100 cm. 6 fr. Infiniti tl 3drc diagnostic cardiology catheter. The product was not used. There was no reported adverse event to the patient. The device will be returned for analysis. Additional information has been received. It did not appear from visual inspection that the integrity of the sterile pouch was compromised. The seal looked intact and unopened. The damage was noted upon initial receipt of the product. The catheters are stored: they remain in the original boxes and are then hung in trolleys ready for use.   One sterile unit of cath f6inf tl 3drc 100 cm was received in its original properly sealed inner pouch. Per visual analysis two types of contamination were found on the received pouch; two particles of a brownish matter and a fiber that was found that was partially embedded on the supplier chevron seal. The received pouch was inspected under microscope and it was noticed that the particles of brownish matter was inside of the sealed inner pouch and the fiber that was found that was partially embedded on the supplier chevron seal.  Also the brownish contaminations were measured and the contamination particles measurement was 2 mm and 3 mm respectively. The unit was sent to ftir analysis in order to identify the contaminations found in the received pouch during visual analysis. The identification of the material was based on peak assignments and reference comparison. Based on this data, we can conclude that the first material found is a pva based material, commonly used as adhesives for porous materials; the second material found is a cotton based material. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17306997 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.   The complaint reported by the customer ¿packaging/ pouch/box - foreign material - in sterile package¿ was confirmed, since two types of contamination were found on the received pouch. As provided in the instructions for use (IFU), ¿do not use open or damaged packages.¿ the root cause could not be conclusively determined during analysis. However, supplier and/or packaging handling factors may have contributed to this event. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00588 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. The device has been received and analyzed and pending approval and conclusion. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a small foreign body is present inside the catheter package of the 100 cm. 6 fr. Infiniti tl 3drc diagnostic cardiology catheter. The product was not used and a photograph has been attached. There was no reported adverse event to the patient. The device will be returned for analysis. Additional information has been received. It did not appear from visual inspection that the integrity of the sterile pouch was compromised. The seal looked intact and unopened. The damage was noted upon initial receipt of the product. The catheters are stored: they remain in the original boxes and are then hung in trolleys ready for use.